Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported while charging this past weekend she did not give the implantable neurostimulator (ins) recharger antenna enough room or air and it got too hot. The patient reported she saw a message on the insr with a thermometer and the patient was unsure if there was a code on the insr screen. The patient also added that the surgical site is "very warm and red". The patient reported that she notices this all the time. The patient reported they charge under blankets/pillows or near ambient heat source. It was suggested that the patient try recharging in a well-ventilated area. It was reviewed with patient how the insr antenna getting too warm can interrupt the charging session and can therefore take patient longer to charge her ins. The patient noted they understood and reported will now charge in a rocker with nothing behind it. The patient was redirected to their healthcare provider to check the surgical site to make sure it is healing properly. It was further reported that the patient started to charge her stimulator after her appointment on (B)(6) 2017, when she was given permission to begin charging. The patient reported she cannot get the ins fully charged. The patient said she will sit forever for the ins battery icon to get full and the battery level increases but when she stops charging, the battery level is never towards the very end. The patient added that when she was shown how to charge the ins, she was told the ins will never go to the very last bit. The patient reported get can get 8 coupling bars when she moves the antenna around. The patient also noted that the ins quickly loses charge. The patient reported the ins battery is down to ½ the amount in less than 8 hours. The patient stated that her settings are set up in a way that might make the ins deplete faster. The patient noted she believes the ins was depleted at one point and stated that it looked like it was depleted. It was reviewed how long charging sessions lasts is based on coupling and how far the battery was depleted before charging. It was also reviewed how certain programming/high settings can make the ins battery deplete quicker. No further complications were reported/anticipated. The indication for implant was spinal pain.